Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed and dirt found under the light guide lens. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the defective electrical connector led to the image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during procedure the gastrointestinal videoscope had a scope communication error code-b30. The issue was found during inspection for use. There were no reports of patient harm/involvement.